Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on february 01, 2016. (B)(4).

Event description:
It was reported that there was an inflation signal malfunction on the product. Complainant stated that the balloon fill indicator was "popping too much too soon." It was further reported that this was observed at "no specific volume." The complainant informed that the issue occurred with 20ml, 30ml of inflation instead of the expected 45 ml. Complainant went on to state that the issue was noticed during a demonstration of the device. The device was never used in a clinical setting and was not inserted into a patient.

Manufacturer narrative:
The original equipment manufacturer (OEM) reviewed the batch records for lot 15fm0204 and found no exceptions, discrepancies, or deviations. The four retention samples were reviewed and the appearance of the balloon/inflation port, catheter body, and valve function were normal. Tests were conducted using the returned sample and one retention unit, inflating both of them with 45 ml of air. Other than the returned units' indicator bubble expanding higher than the retention sample, no leakage, breakage, or other abnormality was noted. The same test was repeated with 45 ml of water with similar results, and no other abnormality, leakage, or breakage was noted after 10 minutes. The returned product was cross-sectioned and the thickness of the elastic was measured and found to meet the standard (measuring 0.22mm to 0.31 mm). No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The device associated with this complaint has been received and forwarded to the third party manufacturer for evaluation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.(B)(4).